Event description:
It was reported that a month following implant, it was noted that the patient's heart failure symptoms showed a lack of improvement. The physician questioned the fusion of the cardiac activation with the associated lead. The physician opted to deactivate the cardiac activation algorithm and use conventional therapy instead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).